Event description:
It was reported that the patient's blood glucose level reached 26.9 mmol/l (484.2 mg/dl) while wearing the pod between 5 and 24 hours on the abdomen. It was noted that the adhesive pad was not secure, and the cannula dislodged from the site. Hyperglycemia treated with a new pod. Device was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available.